Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. Lhr review cannot be performed, because the lot number was not provided by the hospital.

Event description:
The hospital returned 3 cracked heartstring seals. After several follow-up attempts, we have not been able to obtain any information regarding when the event happened, how the procedure was completed or if there was any patient effect. This report is for the third seal.